Manufacturer narrative:
Device eval summary: this product has not been received back for eval at the time of this report. The problem cannot be confirmed. If the suspect device is returned, a supplemental report will be issued with the results of the eval. On 05/10/2013, safety alert notice c/r 3022472-5-07-2013-0001-c was issued to all customers to provide add'l safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.

Event description:
The glidescope gvl 2 device was discovered during set up to have the tip broken off. No pt harm reported.